Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device was depleting twice as fast as the expected rate. Technical services was consulted and they evaluated the data. They determined that the longevity etimate was correct and recommended close monitoring of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076-45, implantable pacing lead, implanted 2013 (B)(6); model 429688, implantable pacing lead, implanted 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.